Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. The user facility admitted to incorrectly clamping the venous medication port which lead to the reported blood leak. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
An inpatient user facility reported a blood leak during patient treatment. The venous line medication port was not clamped properly, which resulted in a blood leak at this location. The clamp was readjusted to its proper position, and the leak stopped. The patient then continued treatment and was able to complete successfully. No adverse symptoms or other events occurred and no medical intervention was required. Estimated blood loss was 25cc. Blood lines are not available as they were discarded.